Event description:
It was reported that during predilatation for a stent procedure, a small dissection was noted following use of another companies balloon catheter. An attempt to place a stent to cover the dissection was not successful and the delivery system was removed through the guiding catheter. The stent was lost in the right coronary artery. Another companies balloon catheter was passed through the stent and successfully positioned and placed the stent at the target lesion site. No pt injury occurred.